Event description:
New information notes that the noise was resolved with programming changes. They are continuing to monitor this patient with no surgical intervention. System remains implanted. The patient was stable before during and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon a chart review, it was noted that an ongoing noise was observed since (B)(6) 2016. No changes have been made. The device and leads remain implanted. Related manufacturer reference number: 2938836-2020-00785 and 2938836-2020-00787.